Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. Analysis revealed that the device was broken at 319cm from the proximal section. The guidewire body was also kinked. The distal tip was not returned. Dimensional inspection revealed that the overall length and the outer diameter (od) of distal tip were unable to be measured due to the broken wire. The od of the middle and the proximal section of the device are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-09019. It was reported that a rotawire fracture occurred. The target lesion was located in the left main artery. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During procedure, 11cm of the distal part of the rotawire was noted to have been torn inside the patient. The patient was sent to open surgery where the wire fragment was also removed. No further patient complications were reported and the patient's status is good.